Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that during the routine post-operative eval, this right atrial (ra) lead was undersensing and not pacing appropriately. It was determined that the lead had dislodged. A lead revision procedure was performed and this lead was successfully repositioned; the final measurements post revision were noted to be p-waves of 3.0 mv and a pacing capture threshold of 0.7 v at 0.4 ms. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.